Event description:
The facility risk management specialist reported the patient received a corneal burn during cataract surgery. There was no additional treatment required for the patient. The patient is doing well with no problems noted.

Manufacturer narrative:
The facility is returning the phaco handpiece for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be field as necessary when additional reportable information becomes available. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. This report was mailed to FDA on: 11/14/2008.